Event description:
It was reported that this inflatable penile prosthesis (ipp) migrated out of the corpora and into the scrotum. The ipp was removed and replaced with a tactra penile prosthesis. There were no patient complications reported.